Event description:
The customer stated that he received an alarm on the insulin pump. The reported blood glucose reading was 213 mg/dl. Troubleshooting was performed, and the insulin pump failed the lead screw test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.